Event description:
It was reported to target that during a procedure the spinnaker 1.5f catheter's distal shaft was perforated by a transend-10 wire. There was no injury to the pt as a result of this event.